Event description:
It was reported that a single day infusor had particulate matter within its balloon. This occurred before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured august 12, 2014 ¿ august 13, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.02 mm in length was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be polyester material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted